Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was 492 mg/dl at the time of the call. The customer stated that the button would sometimes not respond. The customer was informed that (B)(4) aaa alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer was assisted with the issue but the black display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. However, the insulin pump had normal operating currents. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.